Event description:
The ventilator changed modes on its own. The settings displayed were defaulted and others had zeroed out. The previous mode button was active but would not work. Tried to change modes and get back to proper settings, but was unable to. When checking the serial number, technical error 20003 alarmed.what was the original intended procedure?there was nobody near the patient and no procedure was being done. A patient was being admitted in another room while this occurred.device #1is this a laboratory device or laboratory test?no.